Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the display screen has been scratched and it is now difficult to view the screen. The blood glucose was unknown at the time of the incident. Customer stated that, the pump has cosmetic damage. The insulin pump has scratches on the screen, the pump did not alert him that his reservoir was empty and the belt clip broke not long ago. Customer states they cannot read the display. Customer advised to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.